Event description:
Info received indicates the left siderail will not latch.

Manufacturer narrative:
The tech isolated the issue to the siderail latch cover was preventing the siderail from latching. The tech adjusted the latch cover to repair the bed.